Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the coin battery voltage was 2.75 voltage discharge current (vdc), .25 millivolts lower than required 3.0 vdc which may have caused date/time change. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the date had changed on the central control monitor (ccm) causing the battery messages. He corrected the time and date and all was working fine. The logs were downloaded and looked at by the manufacturer's technical support specialist who determined that the time and date had automatically changed on its own. As a precaution, the fsr replaced the ccm-b. The device operated to the manufacturer's specifications. The suspected power part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed "battery change due -2 years" and "battery test due" messages. The battery icon was also red and there was zero runtime shown for the battery capacity. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.